Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking pneumo. They could not maintain pneumo. The trocar leaked with and without an instrument being inserted. The trocar was replaced with a new one to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an overprime. The report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. There was not enough data within the complaint information to identify root cause; therefore, the root cause of the complaint was not determined similar complaints have been received for this reported problem, but there is no adverse trend for this issue.

Event description:
A customer contacted (B)(4) regarding an overprime of the patient line on the homechoice (hc) unit during prime. The home patient (hp) stated that during prime, the patient line overflowed and she was not sure if she should connect. The technical service representative (tsr) advised the hp that the patient line had a vented cap and as long as she had not taken off the cap, she may connect. The tsr advised the hp that if during prime the patient line primed to the top and there was no air in line, as long as the hc was still priming, she could close the clamp until priming completed. The hp also asked if she could order a new hc due to thumping noise even when the machine was off. The hp stated the hc was working and had no problems except for thump noise. The tsr advised of a swap. The hp stated she would be going away for (B)(6) and would call back when she returned to have the hc swapped. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.